Event description:
It was reported that the catheter was unintentionally cut using the tuohy needle during the catheter insertion step of the implant procedure and was discarded. A second catheter was opened and used to complete the procedure. No pt effects were reported.

Manufacturer narrative:
(B)(4).